Event description:
It was reported that the customer had an incident with a foley in which the foley came out after the cesarean section was done. When they flushed it to see if the balloon was intact, the fluid just sprinkled out. They kept the catheter portion with the lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had an incident with a foley in which the foley came out after the cesarean section was done. When they flushed it to see if the balloon was intact, the fluid just sprinkled out. They kept the catheter portion with the lot number.

Event description:
It was reported that the customer had an incident with a foley in which the foley came out after the cesarean section was done. When they flushed it to see if the balloon was intact, the fluid just sprinkled out. They kept the catheter portion with the lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.